Event description:
The MFR received info alleging a ventilator's batteries were not charging fully. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by the MFR's service center and the customer's complaint was confirmed. The ventilator's power management board was replaced to address this issue.